Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the customer's pump charges, it becomes hot and declares a temperature alarm at room temperature. Reportedly, this has occurred multiple times with multiple chargers. There was no impact to customer's blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy.